Event description:
During a tva surgical procedure, the pt sustained a burn to the right lower lip from the insulated electrosurgical coagulation suction pencil. The bovie-suction is insulated full length except the tip which is exposed for cautery purposes. The user of the device believes the pt received the burn from the insulate section that was touching the lip as he cauterized the tonsil bud. The pencil was replaced and the procedure completed without further incident. The pencil and bovie were not the same MFR.